Event description:
It was reported that the right ventricular lead had malfunctioned, with a low impedance lead warning, an impedance reading of 113 ohms, and high programmed output settings (5 volts, 0.4ms). The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.